Event description:
As reported, this 68 year old, female patient had a tka on (B)(6) 2021. The patient was complaining of pain and was revised on (B)(6) 2022 due to a loose femoral component. There is no reported breakage of a device or surgical delay/prolongation. The devices are not returning.

Manufacturer narrative:
Pending device evaluation. Concomitant medical products: 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm, s108891.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral component. However, this cannot be confirmed because the component was not returned for evaluation. H7: z-0023-2022.